Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A hysteroscope adapter was used in conjunction with a hydrothermablation console unit during a hydrothermablation (hta) procedure. According to the complaint, the adaptor came loose from the scope and eventually fell apart completely. In addition, approximately 8 minutes into the ablation, a fluid loss alarm sounded at a loss rate of approximately 86 cc per minute. Reportedly, the unit was stopped to cool down the system. The sheath was removed by the physician and the case was aborted. There were no patient complications reported with this event.